Event description:
The customer contacted stryker to report their device did not recognize the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The customer has been contacted multiple times for additional information with no response yet received. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Section d4 indicates medic 421 but should indicate unknown.

Manufacturer narrative:
Initial medwatch report # 0003015876-2025-00922 was in error. Investigation into this event found the device did not malfunction - the report of ¿lifepak 15 defib pads did not read ECG." Was incorrect. The customer indicated the patient's skin was not properly prepped as recommended in the operating instructions and arcing occurred due to use error. The arcing that occurred was non-critical and did not affect the critical function of the device.

Event description:
The customer contacted stryker to report their device did not recognize the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.